Event description:
It was reported that the customer was hospitalized for high blood glucose levels, kidney problems and heart failure. The customer did not know the blood glucose reading at the time of admission. The customer stated that there was something wrong with the insulin pump, and it was replaced. The customer stated that he has been doing much better since the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2013-01227.